Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomena could not be identified. [Consideration] the cause of the reported phenomenon was presumed as user¿s mistake about handling of an endo therapy accessory, insufficient inspection prior to use, or insufficient reprocessing. -as for the device damage: as an item relating to the biopsy channel, dent of the biopsy channel port was reported. -as for the foreign objects: from the report of the field service engineer of olympus india, a piece of plastic was confirmed. -cause of clogging of the suction channel: judging from the information that a piece of plastic was confirmed, it was presumed that a part of an endo therapy accessory or a syringe which was used with the subject device by the user was damaged, a broken piece dropped inside the biopsy channel, and then the channel was clogged with it. In addition, foreign objects might have been remained within the instrument channel because of inappropriate inspection prior to use or reprocessing. However, it was impossible to specify. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the evaluation report and its photo of olympus india and found a sign of insufficient or incorrect reprocessing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the instrumental channel of the subject device was clogged during reprocessing. There was no patient injury associated with this report.

Manufacturer narrative:
The field service engineer of olympus (B)(4) went to the user facility and confirmed that the instrumental channel of the subject device was clogged. The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and also found that when the forceps was inserted to the instrument channel, foreign objects came out of the distal end. And the variable stiffness function was not working. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.